Event description:
It was reported that the customer had a high blood glucose of 500 mg/dl. The customer's sensor gave a reading of 48 mg/dl at the time; the customer did not confirm whether or not her blood glucose was know with a finger stick and ate a yogurt, which brought her blood glucose level up to 500 mg/dl. Customer then treated with the insulin pump. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2015-01541.